Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced coupling and or communication issues while trying to recharge. It was later reported that the ins did not go into over-discharge. The ins had flipped and was re-flipped in the operating room. Good coupling was re-established and the pt outcome was good. She continued to use the stimulation as normal.